Event description:
It was reported that three times in the last two weeks, the balloons have popped when inserting the bard bardex all-silicone foley catheter 12 fr 5cc ribbed balloon. They used the same method of insertion and inflation as every other time, and there was no obvious issue with the catheter before insertion (po # (B)(4)), (po # (B)(4)). They knew the balloon popped because they felt it through the inflation syringe and would then confirm after removing it from the patient. The patient had been using various brands of foley catheters for over 2 years, and this had never happened before. Because it has happened 3 times in a short period, and they ran out of catheters for the month and really need those 3 catheters replaced. They were asking for 3 catheters as a replacement for the 3 that malfunctioned, and the patient experienced discomfort of sitting through two catheters insertion. No medical intervention was reported. Per customer follow up on 07jan2025, it was reported that customer briefly impacted with a sharp pain when the balloon popped. It was short and they did not complain of pain, nor did they notice any symptoms after removal of the foley. There was no medical intervention needed. The foley was replaced with a new one.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Recommended inflation capacities: 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three times in the last two weeks, the balloons have popped when inserting the bard bardex all-silicone foley catheter 12 fr 5cc ribbed balloon. They used the same method of insertion and inflation as every other time, and there was no obvious issue with the catheter before insertion (po#(B)(4)), (po#(B)(4)). They knew the balloon popped because they felt it through the inflation syringe and would then confirm after removing it from the patient. The patient had been using various brands of foley catheters for over 2 years and this had never happened before. Because it has happened 3 times in a short period, and they ran out of catheters for the month and really need those 3 catheters replaced. They were asking for 3 catheters as a replacement for the 3 that malfunctioned, and the patient experienced discomfort of sitting through two catheters insertion. No medical intervention was reported.